Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that he had air bubbles in the reservoir. The blood glucose level at the time of the incident was 145 mg/dl. The customer stated that the issue had happened on multiple occasions with different reservoirs, infusion sets and insulin pumps. Insulin was stored at room temperature. The customer indicated that he did smell insulin on the prior infusion set but did not find any leaks at the reservoir or inside the insulin pump. He stated it seemed like the o-rings were smaller and that may be causing the air bubbles. The customer would be meeting with the diabetes clinical manager to discuss the issue. The product will not be returned for analysis.